Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Product ID hh90t01, serial# (B)(6). Product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl , bupivacaine, and unknown baclofen via an implantable pump for non-malignant pain use. It was reported that the patient got their bolus increased yesterday (pt verified they increased the pain medicine). After the patient met with their healthcare provider (hcp), the pump device worked fine. This morning, they went to deliver a bolus and it said they had 1 left for the day when it should have said 6 for the day. The patient delivered a bolus and now it locked them out for 17 hours. During call, the patient went to use the ¿myptm¿ app and got service code 156. The patient closed all the applications and when the patient attempted to connect to ¿myptm¿ application, the patient noted it would always get stuck on retrieving pump settings for anywhere from 5 to 8 minutes; the patient noted it had been that way for maybe a month or two. The agent walked the patient through clearing data. The patient was able to connect to ¿myptm¿ application and saw they were locked out for 14 hours 47 minutes with 0 boluses left today. Therapy details said their bolus per day reached. The patient had a bolus duration of 2 minutes, lockout duration of 30 minutes, bolus restriction window of 2 bouses/1hr, and 6 boluses per day 6. The patient noted that it had screwed up a while ago where it did this before after they got an increase in pain medicine and the hcp fixed it on their end. The patient was redirected to their healthcare provider to further address the issue.